Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level. Customer changed infusion set and cartridge to resume insulin. Ultimately, the customer declined to further troubleshoot the issue, therefore no additional information was obtained.